Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-01190, 1627487-2020-01192, 1627487-2020-01194. It was reported the patient's drg system was explanted for an unknown reason. No further information is available at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the system was explanted due to a (B)(6)infection at the ipg site. Patient alleges that the physician did not administer (B)(6)antibiotic properly before the initial system implant procedure. The patient was given antibiotics for 2 weeks after the system was explanted and the infection had resolved.

Manufacturer narrative:
Correction: - the patient code should have been (B)(4) reported in follow-up report number 1. This correction is reflected in this follow-up report number 2.